Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
While requesting assistance with checking the insulin pump's settings, the customer reported having a blood glucose level of 482 mg/dl earlier in the day of the call. Customer reported noticing that the infusion set was not connected to his body, but the customer did not notice any insulin leaking. Customer reported having a blood glucose level around 500 mg/dl for about 24 hours prior to the call. Blood glucose level was 238 mg/dl at the time of the call. Customer declined to troubleshoot for high blood glucose level. No further information was provided.